Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and one similar complaint was found within the work order. Conclusions -(no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens discarded.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted 12 days after implantation to address elevated iop and subsequent pain. Before lens removal the surgeon performed additional iridotomy but he was not successful. No reported postoperative sequelae. The information provided is insufficient to determine the device causality since the patient related factors (pigment dispersion syndrome, shallow anterior chamber) and/or procedure related factors (non-patent iridotomies, placement of an oversized length icl) could have caused the reported issue. The most likely diagnosis in this case is pupillary block. This condition is the most common cause of high iop several days after the visian icl's implantation and results from nonfunctioning pis. The only way to verify patency is to visualize the structures posterior to the pi's opening, like the edge of the icl or anterior capsule. Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately 5% of them do not function, which leads to increased postoperative iop. Dilating the iris can often temporarily break the pupillary block. The definitive treatment is to enlarge the pi(s) and/or create additional pis, either surgically or with the nd: yag laser. An oversized icl (excessive vault) increases the risk of pupillary block in eyes with nonfunctioning pis, and such eyes generally will not respond to dilation to break the block so explantation of icl is necessary. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The patient returned two weeks later with elevated intraocular pressure and was experiencing extreme pain. The surgeon performed another pi to relieve the pressure but was unsuccessful. The lens was explanted on (B)(6) 2014. The lens was discarded. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.